Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation right ventricular (rv) lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed increasing the impedance alert value to 150 ohms, continuing to monitor, and potentially considering commanded shocks in the future. This crt-d and rv lead remain in service. No adverse patient effects were reported.